Manufacturer narrative:
"At this time no conclusion can be made. The information provided alleges that the patient underwent an additional surgery, during which the mesh is alleged "the right side mesh was a bit wrinkled and did not cover he internal ring." And the surgeon explanted the mesh in an additional surgery. However, no medical records were provided and no sample was returned for evaluation. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax light (device #1). An additional emdr was submitted to represent the bard/davol 3dmax light (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent bilateral inguinal hernia repair. As reported, a bard/davol large 3dmax light (device #1) (right), reference number: 0117321, lot number: huuf1391 and a bard/davol large 3dmax light (device #2) (left), reference number: 0117311, lot number: huwb1057 were implanted in the patient during this repair. On (B)(6) 2015: the patient underwent recurrent hernia repair due to wrinkling of the mesh. As reported, during the procedure, the surgeon noted, "the right side mesh was a bit wrinkled and did not cover he internal ring." On (B)(6) 2015: the patient underwent bilateral removal of inguinal synthetic mesh, appendectomy, and bilateral hernia repair. As reported, during the procedure, the surgeon noted, "...sounds like he has irritation from the mesh, mesh rejection." As alleged, the patient continues to suffer complications related to the 3dmax. It is alleged that the bard/davol 3dmax (device #1 and device #2) implanted in the patient failed to reasonably perform as intended, caused serious injury, had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard/davol 3dmax was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment due to the alleged defective bard/davol 3dmax.